Manufacturer narrative:
A replacement power supply was sent to the customer. Customer reported that the transformer no longer powers her pump. She did not report any fire, spark or injury. Qe found a breach in the transformer once the product was received. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable. Misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potentia for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producting the correct voltage. Resistance across the dc plug was measured unopened, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 0 ohms, which is not normal and indicates that thermal fuse did blow.

Event description:
The customer report to customer service that the transformer of her pump in style breast pump would not power her breast pump. Upon receipt of the product and the evaluation performed by qe, a breach in the transformer was found exposing the underlying electronics which is a safety risk.